Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial lead exhibited undersensing. The patient was brought into the clinic for device interrogation. Upon review, loss of capture was observed. Imaging confirmed that the lead had dislodged. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture and under sensing were not confirmed. A complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted by applying torque directly to the connector pin. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.